Event description:
It was reported that patient underwent a total knee arthroplasty procedure utilizing a tibial trial bearing on (B)(6) 2014. During the procedure, the trial bearing fractured upon insertion. The fractured pieces were removed from the patient and another trial bearing was available to complete the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: lot number; manufacture date. There are warnings in the package insert that state that this type of event can occur: surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling.